Event description:
The suspect meter exhibited variance in prothrombin time when compared with the lab. The following results were reported: patient 1: inratio: inr-3.0, pt-30.3; lab: inr-3.1, pt-21.5. Patient 2: inratio: inr-2.4, pt-24.3; lab: inr-2.3, pt-18.6. Replacement strips were sent to the customer to do a parallel study. Further follow up required.